Event description:
It was reported to philips that the x-ray generator failed due to a defective power supply on an allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective power supply (pd.scomp.dcps_24v_12v_5v) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).